Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported unexplained high blood glucose. Customer declined troubleshooting. He just wanted the information documented. Customer stated he thinks his insulin pump is not working due to his consistent high blood glucose. Last night, customer's blood glucose was 529 mg/dl. It came down to 100 mg/dl. Customer's current blood glucose is 459 mg/dl. He tried correcting with the device, but it is not working. Customer is currently not wearing the device. Nothing further reported.